Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with cgm indicating low and a confirmatory fingerstick of 44 mg/dl; the event followed a meal announcement that overestimated carbohydrate intake relative to food actually consumed, and the user had been inconsistently announcing meals. Symptoms included sweating, fear, emotional distress, and transient cognitive difficulty. Outcomes included self-treatment with oral glucose and food, device alerts for low glucose, no need for assistance, no medical intervention, and recovery to 68 mg/dl with upward trend during monitoring. Investigation included real-time troubleshooting, completion of a low glucose questionnaire, a manual blood glucose check, cgm-to-meter comparison, and on-call guidance to recalibrate by entering the meter value into the ilet, followed by short-term monitoring. Investigation of this case revealed user-related dosing mismatch due to inaccurate meal announcement as the likely cause of hypoglycemia, with device alerts functioning and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement and carbohydrate intake mismatch.